Event description:
A manufacturer's representative interrogated the implantable neurostimulator (ins) prior to implant and discovered the ins was in a power on reset condition. The ins was not implanted and a new ins was used in the patient. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.